Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was found to be deformed and fractured. The cause is likely attributed off-axis forces applied or improper seating of the driver within the mating blocker during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that during a revision surgery, while removing the plugs from the screws, the driver twisted. However, evaluation by a zimmer biomet personnel found the tip had also fractured. This is report three of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a revision surgery, while removing the plugs from the screws, the driver twisted. However, evaluation by a zimmer biomet personnel found the tip had also fractured.